Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer's mother stated that her daughter may have wet the bed causing the pump to be exposed to moisture or fluid. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. No unexpected failed battery test alarm was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, or keypad assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.